Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. Customer's blood glucose level was 113 mg/dl. Customer had a back up pump and manual injections as alternate insulin therapy.